Event description:
Event description this device was explanted and returned to boston scientific for unknown reasons. There were no allegations or complaints against the device. Subsequently, the device was retrieved from archive for further analysis.